Event description:
Doctor noticed a fracture of implant collar at tooth site 36 during clinical procedure. Implant was removed.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided.